Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin squirting out during prime. The customer's blood glucose value was unknown. Customer reported that insulin pump has rejected brand new batteries and had a crack in from side to center of screen also reported that it was slow during rewind and shoots out insulin. The device will not be returned for analysis.